Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure completed with the same device. No complications were reported.